Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent on (B)(6) 2024 . The glucose level was over 350 mg/dl and contain high level of ketones. Infusion set has been used for less than 24 hours. Patient was admitted in ER and subsequently hospitalized for a one day. Therefore, patient was treated IV bolus, fluids of saline and insulin. Hcp identified that ketones level was dangerous/life threatening. Customer replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.